Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot. D9: h3, h4, h6: a review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number bv696765 was released in a single batch. ¿ batch1: lot qty of 73 units were released on febraury 5, 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the torque wrench (p/n: 277040510, lot number: bv696765) was received at us customer quality (cq). Visual inspection of the complaint device showed no external damage or defects. Functional test: a functional assessment was performed on the complaint device at raynham for a torque test. The device was unable to be tested due to being unable to turn the knob. The complaint was able to be replicated. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the knob was jammed and unable to be turned. This could result in the torque being out of scope and thus the complaint is confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the cleaning process it was noticed that three (3) torque wrenches were out of scope, the screwdriver had a stripped tip, and that the attachment of ratcheting adapter had been ripped off and could not be attached to the handle. There was no surgery impact. There was no patient impact. This report involves one (1) monarch spine system torque wrench-handle. This is report 3 of 5 for (B)(4).